Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70 lot # 1006462 description: linear st¿ lead, 70cm model #: sc-2218-70 lot # 606111 description: linear st¿ lead, 70cm.

Event description:
A report was received that the patient was experiencing headaches and dizziness. The physician assessed that the patient's symptoms were device related. The patient will undergo an explant procedure.

Manufacturer narrative:
Date of event: (B)(6) 2015.

Event description:
A report was received that the patient was experiencing headaches and dizziness. The physician assessed that the patient's symptoms were device related. The patient will undergo an explant procedure.

Manufacturer narrative:
Sc-1110-02, s/n (B)(4): the device was analyzed and no anomalies were found. Sc-2218-70, s/n (B)(4): the device was analyzed and no anomalies were found. Sc-2218-70, s/n (B)(4): the returned lead was analyzed and the complaint was confirmed. Visual inspection revealed that proximal contact #8 was crushed by the setscrew. A review of the device history record revealed no anomalies.

Event description:
A report was received that the patient was experiencing headaches and dizziness. The physician assessed that the patient's symptoms were device related. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. Device malfunction was not suspected. The explanted leads will not be returned to bsn. It is indicated that the leads will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing headaches and dizziness. The physician assessed that the patient's symptoms were device related. The patient will undergo an explant procedure.